Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a sensor anomaly. Blood glucose value was between 300 mg/dl and 400 mg/dl. The customer was not hospitalized. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.